Manufacturer narrative:
(B)(4). It was reported that during an afib - atrial fibrillation procedure, the customer experienced an unwanted pacing issue. The customer attempted to pace with the ablation catheter and they noticed that there was unwanted pacing from the cs catheter. This type of issue is indicative of a reportable event. The case was completed and the issue was resolved by changing the pacing cable. It was informed that the pacing cable did not resolve the issue as originally reported. Biosense field service engineers confirmed that the system was routing to ref/deca 5-6 regardless of the port selected. Biosense field service engineers replaced ECG card #1 and the issue resolved. Annual service completed in conjunction with repair. All acceptance tests passed and system is ready for use. The faulty ECG card was sent to the carto manufacturer (htc) for investigation. According to htc, the customer complaint was confirmed. The ECG card found faulty. On the ECG channels 6,7,12 and 14 were found faulty opto switches that caused reported problem. After replacement faulty elements the card returned to normal functioning. DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment. In addition, a corrective action has been opened to address and resolve this issue related 'opto switches and tvs failures'.

Manufacturer narrative:
Additional information received from the customer on (B)(6) 2015 that it is stated the problem was not the pacing cable, it was the EKG card in the back of the piu. The issue was resolved by changing the EKG card. Manufacturer ref # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an afib - atrial fibrillation procedure, the customer experienced an unwanted pacing issue. The customer attempted to pace with the ablation catheter and they noticed that there was unwanted pacing from the cs catheter. This type of issue is indicative of a reportable event. The case was completed and the issue was resolved by changing the pacing cable. Multiple attempts were done to request for further details of the event. However no additional information has been provided.